Manufacturer narrative:
Our field svc engineer replaced the fuse holder and fuse. The compressor was returned to svc. The fuse holder is a fused euro chassis inlet with built in on/off switch to which the mains power is connected. The faulty fuse holder has not been investigated, but earlier investigations of similar failures found four reasons which may affect and damage the fuse holder by overheating. Higher voltage than specified increases the current and can lead to overheating. Sixteen days registration of the mains supply at this hospital resulted in nearly 9 occasions where the voltage was out of spec. Dusty environment contribute to increased temperature around the fuse. Vibrations from the compressor pump in combination with high currents and dust can worsen the contact qualities of the fuse holder. Chemicals in the air or by cleaning. Our conclusion to the cause of the problem is a combination of several or all the four above possible causes. The design of the power inlet is correct to its purpose and will not be damaged if these causes are eliminated. Cleaning recommendation in the user's manual should be followed, and power supplies should be within limits as specified. Add'l info has been added in the svc manual to check the mains power inlet during the 5000 hour svc.